Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the complaint database and device history record could not be performed since the lot number was not provided.

Event description:
Medwatch (mw5075372) stated "unintentionally retained fragment of a central line introducer that traveled to the pt's heart. Removed without patient injury. Pt discharged home 2 days later. Patient was admitted with influenza a, altered mental status, renal failure requiring dialysis, acute hypoxic respiratory failure, suspected aspiration pneumonitis, lactic acidosis and nstemi. Multiple central lines were inserted without difficulty over a week. Pt went for a heart cath and dark blue plastic introducer was seen. A 5 inch fragment was removed without difficulty via snare by interventional cardiologist. Team was not aware introducer had broken during procedure."